Event description:
Treatment of a basilar aneurysm. The patient underwent coiling embolization treatment on (B)(6) 2014. During the procedure, it was reported the third implant coil could not be detached with the instant detacher or the manual method (via breaking of the hypo-tube, an alternative detachment method presented in the instructions for use). The coil was removed from the patient and the procedure was completed with other coils without further issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil still attached. The pusher assembly was found broken at 3.5cm from the proximal end, but still retained by the release wire. The evaluation could not determine the cause of the event as the coil detached as intended when the hypo-tube was broken distal to the detachment indicator during the evaluation. This is an alternative detachment method presented in the instructions for use. (B)(4).

Manufacturer narrative:
(B)(4)